Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had a failed cubie pocket and wasn't working. The customer had broken the lid open, and the drawer wasn't reading as open or closed, with all cubies not responding. Testing showed that a new drawer assembly was needed. A field service engineer inspected the retractor band and found it cracked. The retractor band was replaced, and the device was restarted, clearing all failures. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pocket had failed, and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.